Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that while performing a patient procedure on a philips ict system, the radiologist reported that the images displayed an artifact that indicated a subdural hematoma. The patient was rescanned on a philips brilliance 64 system and the images confirmed the artifact was not a subdural hematoma.

Manufacturer narrative:
On (B)(6) 2015 the customer reported that the images displayed an artifact that indicated a subdural hematoma in the bone brain interface. The patient was rescanned on a philips brilliance 64 system and the images which confirmed the artifact was not a subdural hematoma. The fse reported that the artifact was in the region of interest, hypo-dense halo at the bone-brain interface. Image data and scan parameters were provided by the philips fse for engineering evaluation of the reported issue. CT engineering was able to reproduce the issue. They determined that when scan/reconstruction parameters were compared between two ict versions (v3.2.5 and v4.1.3), it was observed that the off-focal table was filled with zeroes in version 3.2.5 which was causing off-focal correction to be turned off; however, the off-focal table in v4.1.3 had some kernel values. Therefore, non-optimal combination of off-focal kernel and bone correction in v4.1.3 lead to artifact manifestation. CT engineering determined this issue to be an acceptable risk. The patient was rescanned on a philips brilliance 64 system and the images confirmed the artifact was not a subdural hematoma.